Event description:
Additional information was received by stating, lens was explanted non-company lens.

Manufacturer narrative:
Additional information has been provided in b.5., d.5., d.6.b., e.1., h.3., and h.6. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, his vision was not as expected. His vision was hazy, foggy, and blurry. He visited his surgeon multiple times, but the surgeon could not provide a clear reason for the lack of improvement, except suggesting that he might have dry eye. He was referred to a dry eye specialist who performed punctal occlusion using laser treatment, which was very painful and did not help. He continued to go back and forth between the two doctors until he finally sought a second opinion from an optometrist. The optometrist prescribed eye drops, which improved the comfort of his eyes, and suspected that the issue was with refraction. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.